Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited pacing inhibition due to noise. Noise was reproducible with arm manipulation. The patient had extracardiac stimulation the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.